Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 500 mg/dl. The customer experienced no symptoms at the time of the event. The customer treated the high blood glucose with a bolus of insulin. The customer reported having issues with the insulin pump leading to the high blood glucose that included sensor updating with a change sensor alert. Troubleshooting was provided for the sensor updating. The issue was not resolved. The insulin pump will return for analysis. Ozp-mmt-7020-snsr. Mds-unk-xmtr.